Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that there was a motor failure. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: d9 - date returned to manufacturer: 7/9/2024 h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, delivery and flow testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have ehl where failure message displayed, "motor was not running." The cause of the customer reported problem was the main board was knocked out of the grove of the extrusion. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative installed the main board into the extrusion, cleaned, calibrated, and performed preventative maintenance on the pump. The pump passed all functional tests and performed as intended after repair.